Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the receiver alerted with a cgm 265 mg/dl and was rising rapidly. She did not have a fingerstick test at home. During the event, the patient took insulin as the treatment. She noted that she did not feel any symptoms of having high blood sugar. After taking the shot, she sat down and felt dizzy. She fell backward, was awake, but disoriented. The patient then passed out and woke up at the hospital. When asked who called the ambulance, she noted that she assumed it was her son. Her son mentioned that she was given a glucose gel in the ambulance. At the hospital, she was given five bags of IV fluids and also noted she was given sugar water and sugar gel. The patient was in the hospital during the time of the report on (B)(6) 2024 and noted continued inaccuracies. While at the hospital, the day before the report ( (B)(6) 2024), the patient also experienced inaccurate readings. Every time an alarm went off, nurses would check her reading, and the receiver was showing 20 mg/dl higher than the fingerstick. At one point, she noted that she had a reading of 60 mg/dl, then 53 mg/dl, while her receiver would say "high." On the day of the report, the patient was still recovering and was hoping to be discharged on the day of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.